Event description:
It was reported that the rack pushrod on the pump was "loose", which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.